Event description:
Related manufacturer reference number: 2017865-2025-10551. It was reported that the patient presented for aveir leadless pacemaker (lp) system implant procedure. During the procedure, it was found that the first attempted atrial lp failed to be separated from the delivery catheter. A new system was attempted, which also failed to separate from the delivery catheter. Upon removal, the helix of the second attempted lp was found to be elongated. The procedure was completed using a third atrial lp and catheter system on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of separation failure was not confirmed, however, the reported event of stretched helix was confirmed. Final analysis found the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No further anomalies were detected.